Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: failed left tha, mom implant, progressive pain. Motion has become limited and rotation severely restricted. A cobra tractor was then placed under the gluteus medius, it was noted that there was significant scar tissue. Dislocated femoral head and removed more scar tissue. A definitive root cause cannot be determined. This complaint can be confirmed via the medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 14 years post implantation due to progressive pain and limited range of motion. During the procedure, significant scar tissue was found and all implants, except for the stem, were revised without complication. There is no additional information available at the time of this report.